Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further verification of the output signal found normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector did not observe any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During a device exchange procedure, increased capture threshold was observed on the device. A new device was used to resolve the event. The patient was stable.